Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker was not pacing the ventricle. Atrial sensing was not resulting in ventricle sensing or pacing according to the snapshots taken. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.